Event description:
A report was received that the patient was getting stabbing sensation from the stimulation. The patient will undergo revision wherein the entire system will be replaced.

Event description:
A report was received that the patient was getting stabbing sensation from the stimulation. The patient will undergo revision wherein the entire system will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and lead were replaced per physician¿s preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, scs serial #: (B)(4), description: 70 cm iii lead.